Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. Additional information requested and received: on what tissue type was the device used? At what location on the tissue? On the stomach 4-5cm from the pylorus and the tissue thickness was about 4mm. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur? 1st . What color cartridge was being used? Black. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Event description:
It was reported that during a laparoscopic sleeve procedure, the staples were coming out malformed. The surgeon had to pull off them off the staple line. A competitive device was used to complete the procedure. No adverse consequences reported.